Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was analyzed. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully extended. But no helix damage was observed. The lead stretched from origin length 52 cm to 57.2 cm. According to the described in the event, it is likely that during the time the physician used many stylet to remove the lead, torque may be transfer to extend the helix after confirming that the tip was retracted. The lead was also stretch when the physician trying to pull the lead out. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the tip was extended at an acceptable location but the lead dislodged. While attempting to extract the ra lead, the lead got stuck in a bend. Attempts were made to pull the ra lead out by swapping out with multiple stylets from soft to stiff. After the ra lead was extracted, the physician noted the tip was extended after confirming that the tip was retracted after the dislodgement. No patient complications have been reported as a result of this event.